Manufacturer narrative:
Concomitant product(s) : product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Information received from a consumer regarding an implantable neurostimulator (ins). The indication for use included failed back surgery syndrome, chronic low back pain, degenerative disc disease, and herniated disc pain. The patient reported that they get shocked when stretching their back or bending. The shocking was said to have occurred since implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.